Event description:
It was reported medfusion 4000 pump alarming, travel coarse error, case damage. No patient injury reported.

Event description:
Additional information received which indicated that there was no patient involvement, issue was found during testing.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seals and the top case was cracked in the front. The bottom case was damaged. Error was found in the device ehl (event history log) multiple times. The customer stated problem was duplicated. Replaced clutch half's left and right with leadscrew and spring for travel course, parts were over 6 years old. The cause of the reported problem was traced to customer damage of the device and the components failure. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records., corrected data: d4: correction: model number: 4000

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Additional information: a review of the event history log identified travel course/ check clutch plunger lever error.